Manufacturer narrative:
The subject device was received and evaluated . Visual inspection was performed on the as received condition, with cable not returned with the device. Inspection confirmed the bent electrode loop (bent downward), however, there was no thermal damage observed around the distal insulation, and no biomaterial present. The electrode shaft, proximal end, and fork tubes were all found to be straight. Functional testing was performed on the electrode loop using olympus test reference equipment and found no issues. The electrode loop could be activated and worked with no issues. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Olympus representative in behalf of the customer reported the device wa22702s was bent upon opening the package. According to the report per the communication with the customer, the issue occurred at the beginning of the procedure (therapeutic transurethral resection of the prostate) prior to engaging the device inside the patient. Minimal delay in the procedure was reported. Customer stated that as soon as the device was noticed to be mis-shapen, it was removed from the scope and replaced with another loop electrode. The intended procedure was completed using a similar device. No harm was reported, no patient injury, no user injury as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.